Event description:
It was reported that during a percutaneous coronary intervention, stent dislodged outside the patient. Vascular access was obtained via right femoral artery. The 15mm in length, 2.5mm in diameter, 75% stenosed, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery with more than 45 degrees and less than 90 degrees bend. The lesion was predilated with a 2.0x15mm apex balloon catheter. A 2.50 x 16mm promus element stent delivery system (sds) was advanced but was unable to cross the lesion. After withdrawing the sds, the physician tried to dilate the lesion and deploy the original stent again. However, the physician noticed that there was no stent beam and they were not able to find it inside the patient as the stent had dislodged outside the patient. The sds was retrieved from the patient and the procedure was completed with another of the same device. No complications were noted and patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the catheter and was not returned for analysis. A visual and microscopic examination found that the balloon wings were folded and the balloon did not appear to have been subjected to positive pressure. Stent crimp marks were clearly visible indicating that the stent was crimped per process in the correct location during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodged outside the patient. Vascular access was obtained via right femoral artery. The 15mm in length, 2.5mm in diameter, 75% stenosed, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery with more than 45 degrees and less than 90 degrees bend. The lesion was predilated with a 2.0x15mm apex balloon catheter. A 2.50 x 16mm promus element stent delivery system (sds) was advanced but was unable to cross the lesion. After withdrawing the sds, the physician tried to dilate the lesion and deploy the original stent again. However, the physician noticed that there was no stent beam and they were not able to find it inside the patient as the stent had dislodged outside the patient. The sds was retrieved from the patient and the procedure was completed with another of the same device. No complications were noted and patient's status is stable.